Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip system instructions for use (IFU) states: " the mitraclip system is a device indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The off-label use was due to the user using the device on the tricuspid valve. The investigation determined the reported difficult leaflet grasping appears to be related to the off-label use. The clip caught on chordae was due to maneuvers of the difficulty grasping. The reported poor image resolution was due to imaging difficulty. Lastly, the reported patient effects of foreign body in patient and unchanged tricuspid regurgitation were due to procedural condition of the clip caught on chordae as the clip was deployed at an undesired location. Foreign body in patient is listed in the IFU as known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip stuck and deployed on chordae. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with grade 4. The patient had a slightly rotated heart. The mitral valve was treated first with one clip implanted, reducing mr from 4 to 1. The mitral valve was treated successfully without any issue. Then, the physician switched over to treat the tricuspid valve. The clip delivery system (cds) was advanced to the tricuspid valve and grasping was performed with difficulty due to the anatomy and during grasping the clip got stuck on chordae. Troubleshooting was performed but the clip could not be freed. The clip was able to grasp leaflets but remained stuck on chordae. The clip was stable on both leaflets but not in the desired location. The physician decided to end the procedure as imaging was getting to be difficult. One clip implanted with no tr reduction. Tr remained at 4. There was no tissue damage noted. There was no adverse patient effect sequela and no clinically significant delay in the procedure. No additional information was provided.